Manufacturer narrative:
One sample and one photo were provided to our quality team for investigation. Upon inspection, it was observed that the sample has severely dented between the major grad lines of the numbers 1 and 2, specifically in the non-scale marking area. This damage affected the syringe's integrity and functionality. The condition observed is non-conforming per product specification. The potential root cause for the damaged barrel defect is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4290875. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 302995. Lot # 4290875. It was reported that the bd syringe 10ml ll s/c 200 barrel / flange damaged. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Rl# (B)(4). Product involved: 302995 lot# 4290875 description of event: phlebotomist drew blood from patient using the bd 10ml syringe lot#4290875 ex#9-30-29 and it appeared to have a puncture dent in the side of it. Opened another one and it had a similar dent but was not punctured all the way through. Throughout the day 4 more similar syringes were discovered. See pictures below. Additional information provided: 1. What is the date of event? 12/10/2024. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm. 3. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Yes. Please send return label to (B)(6).